Event description:
The problem is due to a use error: the doctor pressed the pedal in standby mode. Obviously no laser emission is possible until switching from standby to ready mode. No adverse effects to patient were reported.

Manufacturer narrative:
The problem is traced to a use error. We are unaware about operator/patient injury.